Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 20-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the smart remote manager door was clicking and did not open. The field service engineer (fse) replaced the latch assembly, which resolved the issue. The fse had tested the station in diagnostics, and the customer tested the station in the medical application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager door was clicking and did not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.